Event description:
It was reported that the patient had a suspected infection at the ipg site and it was confirmed to be not device nor procedure related. Symptoms of swelling, redness and pain around the pocket site were also noted. It was also reported that the patient had an increase pain for the things that were not usually painful. The patient will undergo a pocket revision procedure.